Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07277. It was reported the pt no longer had bilateral stimulation. The sjm representative met with the pt for reprogramming, but stimulation remained minimal on the left side. It was reported the pt was discussing options, but surgical intervention was to be undertaken to provide bilateral coverage to the back and the feet.